Event description:
While demonstrating the ventilator operation, the manufacturer's sales representative reported that the ventilator shut down and alarmed when it was plugged back into ac power after running on battery power. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. Upon evaluation of the unit, the reported problem was duplicated. Inspection noted physical damage to the power management pcb board.